Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. The moment the device was powered up, the device started double beeping. The downstream sensor and the scratched screen will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a bad lens and was double beeping. There was no reported adverse event.